Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes. Operative notes state the patient underwent revision secondary to metallosis. DHR was reviewed and no discrepancies were found. The devices were manufactured to specifications. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00620005822 name: shell lot: 61176492. Part:00632005832 name: liner lot: 60276550. Part: 00625006520 name: bone screw lot: 61207571. Part: unknown stem name: unknown stem lot: unknown stem. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Medical records received indicate patient was revised approximately 6 years post-implantation due to metallosis, trunionosis, groin pain and abduction dysfunction. The revision operative report indicates no attachment to the greater trochanter of the glutei, posterior external rotator, tensor fascia lata or gluteus maximus. The greater trochanter was bald and metallosis was visible within the tensor fascia lata structure. The femoral head and acetabular liner were removed and replaced and the torn muscles were reconstructed and reattached.